Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax elite hand control overheated and became hot. A backup was used to complete the procedure. No procedural delay noted and no patient or operating room staff injury as a result.

Manufacturer narrative:
A powermax elite motor drive unit, part number 72200616 was received on march 18, 2016 and confirmed to be serial number (B)(4). A functional evaluation was performed and presented a blade stall error message and heating of the hand piece was observed. Testing of the motor show the tacs were good but the gearbox appears to be seized. Visual examination of the cable connection shows evidence of corrosion. A review of the device history record following the last service was performed and show the unit met all acceptance criteria upon release to distribution on or about april 21, 2015. The root cause of this event was identified to be associated with a corroded gearbox. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events. (B)(4).